Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with counterfeit top case present. Cracked bottom case by l-bracket and right plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. The customer reported problem was confirmed. The investigation reported that motor not running error was found during occlusion test and the pump interconnect board cable was corroded and pulled away from the board. Further investigation found that the pump main board was not correctly aligned in the extrusion slot and these issues was caused by the device being mishandled by customer (incorrect assembly by customer or customer damaged). Investigator realigned the pump main board into extrusion slot, replaced the pump interconnect board. Performed power up process, occlusion test, pm and all functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited motor rate error and had damage to the device internal ribbon cable. No adverse effects were reported.